Event description:
Subsequently, additional information was received that this patient received 3 more inappropriate shocks due to af. The physician wants to reprogram the device from 3 zones to 2 zones, but encountered difficulties. Technical services (ts) was contacted for assistance. Ts advised on how to program the device successfully.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to the patient being in atrial fibrillation (af). It was also noted that episodes were overwritten because the device does not have the capability to prioritize episodes based on significance. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.